Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their implantable cardioverter defibrillator (ICD) checked due to tachycardia. It was found that the right ventricular (rv) lead had deceased r-waves. The device remains in use. No further patient complications have been reported as a result of this event.